Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that transmitter was not working when sensor was inserted. Customer's blood glucose was 48 mg/dl. Customer requested for transmitter to be replaced due to having low blood glucose and suffering from convulsions customer needs to have glucose monitoring.